Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during maintenance, a ventilator's spare battery was found to have a low capacity after being charging for over 12 hours. This was a failure out of box (foob). There was no patient involvement.

Manufacturer narrative:
(B)(4). One battery was received for investigation. A visual inspection found no anomalies. The unit was connected to the battery tester and during a 10 hours discharge test, the battery was not charging. The customer reported malfunction was verified.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.